Manufacturer narrative:
Product not returned for eval. (B)(4). This report is being filed due to the identification of a new failure mode for this device. Based on an investigation, we determined this report should be filed based on the date of the complaint call.

Event description:
Consumer states that she purchased a meter and it is in mmol/l unit of measure. No adverse event reported.